Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed episodes of functional loss of capture and far p-wave oversensing on the pacemaker (pm). No intervention was reported. There were no patient consequences reported.